Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure, the 3.75 x 20 mm nc trek dilatation catheter balloon was inflated to 18 atmospheres and a rupture occurred. The device was removed without patient effect. A second same size nc trek was used without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The nc trek rx coronary dilatation catheters instruction for use (IFU) specifies that all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It is unknown if the IFU deviation contributed to the balloon rupture. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: during device preparation, air aspiration was not performed outside the anatomy.